Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the sorin s5 system. The incident occurred in fort (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the variolock tubing clamp of the sorin s5 system was found to be broken post-procedure. There was no report of patient injury. A sorin group field service representative was dispatched to the facility to investigate. The service representative replaced the variolock tubing clamp, upgraded the software and performed preventative maintenance. All components were inspected and tested according to manufacturer specifications and no further issues were observed. The unit was released to the customer. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the variolock tubing clamp of the sorin s5 system was found to be broken post-procedure. There was no report of patient injury.